Event description:
The procedure was coil embolization for inferior gluteal artery. The vessel's characteristics were unknown. No information was provided about the patient. The event happened during coil introduction. When the physician placed the deltaplush (cpl10025630/g13746, complaint product) in the target vessel, and inserted about 2cm of coil into the target vessel, he felt that the deltaplush did not coil up properly. Although several attempts were made, the situation was not improved. Therefore, the deltaplush was safely removed from the patient and replaced for a new coil (detail unknown). Afterwards, the procedure was completed without any further issues. No patient injury was reported. Microcatheter used was prower select lpes (detail unknown). The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on both the microcatheter and the coil by visual inspection. Unknown if the microcatheter was re-shaped or not. There were no damages noted on the complaint product after the event. The complaint product is going to be returned for evaluation. Additional information received from the affiliate indicated that it is unknown if the microcatheter and coil was withdrawn as a unit. It was further explained that "did not coil up properly" meant that the coil did not wind properly in the aneurysm. Unknown if the microcatheter was replaced to complete the procedure. The coil did not stretch during withdrawal and no unintended detachment occurs during withdrawal.

Manufacturer narrative:
The procedure was coil embolization of the inferior gluteal artery. The vessel characteristics are unknown, and no patient information was available. The event happened during coil introduction through a prowler select lpes microcatheter (detail unknown). When the physician placed the deltaplush ((B)(4), complaint product) in the target vessel, and inserted about 2 cm of coil into the target vessel, he felt that the deltaplush did not coil up properly. Although several attempts were made, the situation did not improve. Therefore, the deltaplush was safely removed from the patient and replaced for a new coil (detail unknown). Afterwards, the procedure was completed without any further issues. No patient injury was reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on both the microcatheter and the coil by visual inspection. Unknown if the microcatheter was re-shaped or not. There were no damages noted on the complaint product after the event. The complaint product is going to be returned for evaluation. No additional information is available. The coil itself was not returned for analysis. The coil was air detached outside the patient after removal, prior to being returned, which destroyed the distal section of the device positioning unit (dpu). Located off the distal tip of the dpu at 1.2 cm there is severe buckling in multiple locations for a length of 3 mm. However, without the return of the coil used in the procedure, the root cause of the inadequate coiling during deployment cannot be determined. A review of the manufacturing documentation associated with this lot found no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, the complaint is not confirmed. Based on the above, no corrective action is warranted at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.